Manufacturer narrative:
Na

Event description:
The user facility reports one incident of a leak in the arterial tubing. Due to potential for contamination, the blood volume in the extracorporeal circuit was discarded resulting in ebl=250cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of the reported event is not available for investigation.